Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." "Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Evaluation of the returned component found some discoloration on the superior surface. There are round patches that are not discolored, which may have been holes from the acetabular cup holding the liner in place. There are two areas of wear noted in the ring groove and scratches around the perimeter of the articulating surface, but it is unknown when the scratches occurred. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. The patient reported constant pain since the initial procedure and the patient's hip was aspirated four times. The fluid that was aspirated appeared to be an unnatural color. Subsequently, a revision procedure was performed on (B)(6) 2011 and the modular head and acetabular liner were removed and replaced. It was noted during the revision that a considerable amount of fluid sprayed from the hip capsule with excessive pressure when the hip capsule was incised. There also appeared to be corrosion at the modular head and stem trunion interface. The femoral stem was not removed during the revision as it was well-fixed. It was further reported that none of the stat gram stain cultures revealed organisms.